Event description:
During an implant procedure, impedance was unable able to be measured and noise was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of noise and no impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual examination of the lead found no anomalies.